Event description:
It was reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed by technical support to perform several troubleshooting steps. Despite these efforts, the occlusion alarm recurred. Customer was instructed to load a new, empty cartridge onto pump which resulted in successful bolus. Customer to replace supplies as necessary and resume insulin.